Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2019 the patient presented with non-st elevated myocardial infarction (nstemi). Two (2.75x18mm, 2.50x15mm) xience sierra stents were implanted. On (B)(6) 2019 the patient was re-hospitalized with chest pain and other cardiovascular symptoms. It is unknown what treatment was performed and what the final patient outcome was. No additional information was provided.